Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issues of hemostatic valve leak and a hemostatic valve separation occurred. The hemostatic valve was not working and there was a backflow of blood from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the procedure continued without further issue. Additional information was received on the event. The distal port broke, blood was not able to be held back without putting a finger over it. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The device evaluation was completed on 06-jan-2022. The device was returned to biosense webster for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that the hemostatic valve was missing from the vizigo sheath and the shaft was observed bent which could be related to the handling of the device but this cannot be conclusively determined. On other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and internal actions related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to the picture provided by the customer, the hemostatic valve was not working and there was a backflow of blood from the vizigo sheath. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. An internal corrective action has been opened to investigate this failure mode. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issues of hemostatic valve leak and a hemostatic valve separation occurred. The hemostatic valve was not working and there was a backflow of blood from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the procedure continued without further issue. Additional information was received on 24-nov-2021. The distal port broke, blood was not able to be held back without putting a finger over it. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. The event was assessed as MDR reportable for a hemostatic valve leak and a hemostatic valve separation.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-dec-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).